Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open bariatric procedure, while in the stomach, there was poor staple formation. The staple line was fixed by over-sewing. The surgical time was extended by more than 30 minutes.